Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they did not hear beeps when audio volume settings were saved. The customer blood glucose level was 149 mg/dl at the time of incident. The customer was advice that the pump will need to be replaced. Advice to revert to backup plan per health care professional instruction. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures noted during self test or in insulin pump history files.